Manufacturer narrative:
The suspect device was not returned to olympus. Hence, investigation was conducted based on the available information. Since the subject device was not returned and not inspected, it was unknown if the product satisfied its specifications. The phenomenon occurred during procedure and the procedure was completed without changing the subject device. The root cause of the reported event could not be identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was released in accordance with the specifications. As to the use of balloon, the following information was found in the instructions for use (IFU) and the reported phenomenon might be prevented by following these descriptions: ·never tie the elastic opening of both sides of the balloon with a thread. This may cause the balloon to rupture or come off the distal end of the endoscope when inflating it excessively. This can result in patient injury. ·never inflate the balloon to a diameter of more than 20 millimeter when using the endoscope in the trachea. This could result in suffocation of the patient. ·never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or come off the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning brush (bw-400b) into the irrigation port. Using slow, short strokes, carefully feed the brush to remove debris. After that, the balloon can be deflated. ·when withdrawing the endoscope, make sure that the balloon is completely deflated, using the ultrasound image and endoscopic field of view. Withdrawing the endoscope while the balloon is inflated could result in patient injury. Olympus will continue to monitor field performance for this device. This report has also been submitted on importer medwatch report #2429304-2023-00183.

Event description:
An olympus representative reported to olympus on behalf of the customer that a balloon fell off from the evis eus ultrasound bronchofibervideoscope inside the patient at the end of a diagnostic endoscopic bronchial ultrasound procedure. The balloon was pulled out with forceps fairly quick. The procedure was not prolonged. There was no harm or user injury reported due to the event. This event is reported under the following patient identifiers: (B)(6) - balloon, (B)(6) - evis eus ultrasound bronchofibervideoscope.